Event description:
It was reported that there was a potential performance issue as the implantable pulse generator (ipg) reached elective replacement indicator (eri) in less than three years. It was also reported that the device issue might have been caused by high right ventricular (rv) lead thresholds. The rv lead was capped and the ipg and rv lead were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4511 lead, implanted: (B)(6) 1985. (B)(4).